Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that they had multiple replace battery now alarms. They received low battery warnings prior to the replace battery now alarm. The customer was using new batteries. They had already tried replacing the battery cap. The customer¿s blood glucose level was unknown. They had experienced the issue several times. No further details were given. The device will be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test. Pump trace download analysis confirmed the pump alarmed power error detected, low battery, power loss, and replace battery now. The power management tool confirmed power error detected, low battery, power loss, and replace battery now alarms were triggered when the battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly.